Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to explant the device. On (B)(6) 2015 the device was explanted; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report filed april 27, 2016.